Event description:
It was reported that this inflatable penile prosthesis stopped working due to fluid loss. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.